Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14mm amplatzer septal occluder was chosen for implant. During procedure, the device deployed as a cobra deformation. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noted in the delivery system. The device was removed and exchanged with a 12mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.